Manufacturer narrative:
Concomitant medical products: product ID: 10fcc13. Product type: sheath product event summary: the 10fcc13 sheath of lot number 0012889265 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft and handle. The inspection identified a kink at the side port tube. The lab test catheter was inserted into the sheath and retracted several times, without any friction. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The relevant sub-assembly inspection and tests were performed. No anomaly was discovered. In conclusion, the sheath failed the return product inspection due to a kink in the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a clinical cardiac ablation procedure involving the pulseselect catheter, significant resistance was enc ountered when attempting to remove the catheter at the end of the procedure. The array could not be recaptured into the sheath, and fluoroscopy revealed that the catheter appeared to be inverted or knotted. Attempts to correct the inversion were unsuccessful. Thearray was readvanced and recapture was attempted again without success, and the guidewire was replaced without improvement. The catheter was pulled into the sheath as far as possible, and the sheath was pulled back into the right atrium; further attempts to pull the catheter into the sheath were unsuccessful. Ultimately, both the sheath and the catheter were removed together. The outcome of the case is unknown. No patient complications have been reported as a result of this event. 2025-09-04: the case was completed with pulsed field ablation.